Event description:
The patient visited the hospital (B)(6) 2021 with pain and progressive deformity on the dorsal aspect of his wrist. The patient denies any traumatic injury. The plate broke causing a non-union and a revision procedure implanting the larger 3.5mm 7-hole compression plate. The patient is active lifting weights and playing sports but no clear indication as to how fracture of the plate occurred.